Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that oversensing was seen when it comes to this device resulting in inappropriate charge, but no therapy delivery. The device was reprogrammed. No adverse patient effects were reported.